Manufacturer narrative:
Reference record: (B)(4). The device involved in the event was removed the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced the inability to mobilize the peg tube. On an unknown date, the patient visited the hospital for corrective action for the peg tube. It was reported that corrective action was not feasible due to difficulty mobilizing the peg tube. On (B)(6) 2023, the patient underwent a gastroscopy during which the internal retention place was found to be buried. It was reported that removing the buried bumper was not possible, and surgery was suggested. On (B)(6) 2023, the patient visited the surgeon, and surgical removal was recommended. It was reported that the surgeon believes that the burial of the peg tube is due to a naval hernia. On an unknown date, the patient was hospitalized and an operation was performed to release the internal retention plate of the peg tube with a surgical incision on the stomach. It was reported that the patient's "tubing" was buried inside the hernia, and the "patient's hernia near the area of the stoma site was removed". It was reported that the patient underwent total removal of the tubing, and will not receive duodopa. On an unknown date, it was reported that the patient remained hospitalized due to experiencing an unknown germ in the lungs. The patient underwent a chest CT scan. It was reported that the patient did not have a fever, and was prescribed levsin. It was reported that the physician will monitor oral treatment before deciding on restarting duodopa treatment.